Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a non-functioning intrathecal baclofen pump. It was noted that the pump was not working and was ¿running out of medication¿. The pump was explanted on 2011-(B)(6). The specific medication in the pump was not known, but the therapy was noted as intrathecal baclofen pump. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.